Manufacturer narrative:
The technician found the bed exit control switches to be as designed but the technician did find no local alarm volume. The technician replaced the bed exit power control board to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged the bed exit control switches were broken off. Bed exit would not alarm. No patient impact.